Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report an operator tripped on an electrical cord behind the atellica sample handler prime while checking for a stranded quality control (qc) tube. Siemens medical affairs evaluated this incident and determined that in this scenario, the operator had no reports of any long-term injury. There are no reports of infection, and after discharge from the emergency room, the operator was able to resume their normal work activities. Siemens further evaluated the incident. The power cords from each atellica module exits the rear lower frame and runs on the floor to the respective power wall outlet. Per the atellica site survey, there must be at least 3 feet distance between the rear of the atellica system and the wall for user access. The site survey states that if the module power cables are to be routed "across walkways", then the customer must provide cable guards. The atellica system was approximately 3 feet from the wall and cable guards were neither required nor installed. Siemens concludes that the operator did not take adequate caution, which contributed to the tripping incident. The customer indicated that the lab manager is discussing means of securing down cords in a safer fashion to decrease trip hazards. There is no indication of an instrument malfunction. This MDR is being filed in an abundance of caution. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer alleged that an operator tripped on an electrical cord behind an atellica sample handler prime instrument while troubleshooting the instrument. After tripping, the operator hit her head, sustained a cut on her head and two black eyes, and went to the hospital emergency room (ER). The operator received six stitches for the cut, and there no indications of a brain bleed. No additional medical intervention was required. The operator was released from the ER and was not admitted to the hospital. The operator is in stable condition and went back to work on (B)(6) 2023. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and have not been verified. There are no reports of adverse health consequences due to this event.